Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the refill date was not accurate. The personal therapy manager (ptm) showed (B)(6) as the refill date, the patient was last refilled on (B)(6) and the date never changed after that refill. The ptm was decoupled/recoupled and the action resolved the issue. The drug was unknown.